Event description:
The patient had one endeavor sprint stent implanted in the prox lad with no issues reported. Approximately 2 years from the index procedure, the patient suffered from a stroke that was ischemic and was based on radiological evaluation and diagnosed by a neurologist. Patient was hospitalized due to a left sided thalamic infarct confirmed by an MRI. No other clinical sequela was reported.

Manufacturer narrative:
(B)(4).